Event description:
The rptr stated the surgeon implanted a cc4204a collamer aspheric single piece lens. The surgeon loaded the lens himself and noted the cartridge did not snap correctly when he folded the lens inside the cartridge. The lens tore during insertion into the pt's right eye. Haptic footplate tore, the surgeon decided to leave the lens implanted. Lens tear was not in the pt's field of vision. The surgeon decided to explant the lens the next day. The incision was enlarged to remove the lens and two sutures were used to close the wound. The surgeon performed a yag laser. There was vitreous loss. The pupil was not round. A competitor's lens was implanted.

Manufacturer narrative:
(B)(4) - secondary surgery, incision sutured. (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. (B)(4).